Event description:
It was further reported that the alerts were triggered six months after the associated device was explanted and were not indicative of a product performance issue with the right ventricular (rv) lead.

Manufacturer narrative:
Correction: b5. Upon secondary review the reported event of rv lead alerts for impedance and noise triggered six months post explant of the associated device while the device was disconnected from any leads did not cause or contribute to death or serious injury and is not likely to do so if it were to recur. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 407652 lead implanted (B)(6) 2022, 479888 lead implanted (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for undefined impedances. It was further reported that the lead exhibited noise. The lead remains in use. No patient complications have been reported as a result of this event.